Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was cracked. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to b5, h6 (added a medical device problem code), and h11 (added to device evaluation results). B5: it was reported an unspecified alarm was triggered along with the event of a cracked cassette (omitted on the initial report). H11: the unspecified alarm was verified by the sample evaluation as the excess sheeting would cause an alarm during testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6, and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo showed excess sheeting on the cassette. Without an actual sample, the inspection of the photo was unable to determine if the sheeting was loose and welded into the cassette. The reported condition of crack was not verified, however, the sample did not meet specification due to the excess sheeting. The cause of the condition was determined to be a manufacturing related issue which occurred during the sheeting trim process in production. Static electricity could cause the scrap sheeting to attach itself to the cassette sheeting leaving the double sheeting. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.